Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut. The cutter was returned to the customer without repair as cutters require replacement to be fully repaired. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: australia multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00661-1.

Event description:
It was reported that during an unknown time, the roller was not piercing the skin sufficiently and the device is blunt. There was no patient impact or delay noted. During product evaluation, it was found that the cutter failed the test cut. Due diligence is complete and there is no additional information available. There is no adverse event associated with this malfunction.